Manufacturer narrative:
The device has been requested and was returned to the manufacturer. Confirmation testing shows the meter is operating within specification. The test strip lot DHR was referenced and the lot cleared qc for release. The owner's guide and previous field returns have been reviewed. There is no evidence from previous field returns the event was caused by a meter malfunction. Based on the information provided, the root cause of the discrepant values could not be determined. Factors such as hematocrit, temperature, humidity, elevation, other medication, testing procedure and insulin may have contributed to the event. No corrective action will be performed because no system error can be confirmed. This event will continue to be trended. Update: follow-up submitted due to meter return and evaluation. Manufacturer narrative edited to reflect this. The investigation results do not change the root cause analysis.

Event description:
The reporter alleges his meter is reading her blood-glucose higher than his symptoms. (B)(6) has had his kroger meter for approx. 7 - 8 months. Over the past week he has been questioning his results. He said that his reading was 128, yet, he felt that he had very low blood sugar. The next test dropped by 60 pts. He then tested against his doctor's meter (did not know which brand it was) and the results were 40 pts. Off. He could not remember what the exact numbers were. He was unwilling to go back into the meter's memory.

Manufacturer narrative:
The device has been requested but has not been returned to the manufacturer. The meter DHR was referenced and the meter left the factory within specification. The test strip lot DHR was referenced and the lot cleared qc for release. The owner's guide and previous field returns have been reviewed. There is no evidence from previous field returns the event was caused by a meter malfunction. Based on the information provided, the root cause of the discrepant values could not be determined. Factors such as hematocrit, temperature, humidity, elevation, other medication, testing procedure and insulin may have contributed to the event. No corrective action will be performed because no system error can be confirmed. This event will continue to be trended.